Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as red and raw looking skin that was not open. The patient's nurse helped treat the irritation and the patient was prescribed an ointment. There is no allegation of a device malfunction. Follow-up indicated that the irritation was healing.